Event description:
This device was implanted on (B)(6) 2013 and was explanted on (B)(6) 2018. In a product experience report received on 08/16/2018, the device was explanted due to an upgrade from pacemaker-single chamber to crt-ppm and also due to 3rd degree heart block. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).